Event description:
The reporter stated the surgeon implanted a 12.0mm implantable collamer lens in 2008 in the patient's right (od) eye. The lens was explanted on eleven days later, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient also had blurred vision. An iridectomy was performed. The lens was not exchanged for another lens.

Manufacturer narrative:
Other - iridectomy.